Manufacturer narrative:
Device is not returned as it is still implanted. Returned x-rays confirm that the blocker disengaged from the tulip head. No revision surgery has been done at this time, nor is one planned. Device is not returned as it is still implanted. (B)(4).

Event description:
It was reported that, "upon examination of the xray-rod has separated from one of the tulip heads of the screws. The blocker is still in the tulip head"